Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected as the reporter declines to provide additional information. (B)(4).

Event description:
An ophthalmologist reported that two days following an intraocular lens (iol) implant procedure, a patient developed inflammation and experienced decreased vision. There was exudate in the anterior chamber and cell. The patient was prescribed a steroid due to the inflammation. The patient later that afternoon experienced discomfort and was prescribed an antibiotic steroid eye drop. The patient experienced similar symptoms in the fellow eye following surgery. The symptoms are improving. According to the physician's opinion, it is unknown if the device caused or contributed to the event. There are two medical device reports associated with this patient. This report is for the left eye.